Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer was reported keypad anomaly, damage (physical or cosmetic), no delivery/occlusion alarm - unknown timing and occluded. No further details were given. Troubleshooting could not be performed. Customer reported insulin flow blocked alarm. Customer reported pump has possible physical or cosmetic damage. Customer reported a keypad anomaly. No harm requiring medical intervention was reported. It was unknown whether the customer continued to use of the device and it will not be returned for analysis

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. Unit's keypad functioned properly and navigated through menus. Unit was successfully downloaded using thump software. The adapt tool was utilized to look for relevant alarms recorded in the past, near, or on event date that may confirm customer's concern. During download history review, no relevant alarms were noted to confirm concern. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies. No moisture damage noted on electronic assemblies. The following cosmetic damages were noted: pillowing keypad overlay and scratched case. In summary, customer concern for no delivery/occlusion alarm and keypad/button unresponsive/button error is not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing or history review. Customer concern for cosmetic damage on pump confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.